Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express, esc, act, up and down button dome switch. No unlocked lcd keypad connector noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer has been experiencing high blood glucose and keypad anomaly. The customer stated the insulin pump buttons are hard to push. They need to push several times in order for buttons to work. In addition, the customer has been experiencing high blood glucose. Customer's blood glucose ranged between 400mg/dl-500mg/dl and treated with manual injection. The customer's current blood glucose was 600mg/dl. The customer's mother is unable to troubleshoot at the moment.